Event description:
It was reported that the interpulse handpiece with coaxial high flow tip was being tested in the sterile field prior to a procedure when the tip fell out. The procedure was completed successfully with a back up device. There were no patient or user injuries, and no adverse consequences.

Manufacturer narrative:
The unit was not available to the manufacturer for evaluation as stated in the information provided since it was discarded by the customer. Therefore, the claimed condition was not confirmed. Discarded by customer.

Event description:
It was reported that the interpulse handpiece with coaxial high flow tip was being tested in the sterile field prior to a procedure when the tip fell out. The procedure was completed successfully with a back up device. There were no patient or user injuries, and no adverse consequences.

Manufacturer narrative:
A follow-up report will be filed after the device is received and the quality investigation has been completed. Not yet received at manufacturer for evaluation.